Event description:
Publication received indicated a patient experiencing postcardiotomy cardiogenic shock was implanted with an impella rp device for mechanical and circulatory support and experienced ventricular fibrillation. Details of the event from the publication noted following mitral valve replacement repair and then air embolism, the right ventricle collapsed and right ventricle impella rp pump was placed for support. During the placement of the impella rp pump, the patient had refractory ventricular fibrillation and an electrical storm despite 20 electrical cardioversions. The patient had pulse oximetry readings of 100% but had right-sided jugular venous distention along with a cyanotic face and upper extremities. Immediately after placement of the impella rp, the patient's ventricular fibrillation ended. Adjunctively the patient was treated with medications. The patient made a full recovery and was discharged to an acute rehabilitation facility.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation into the vf/vt/af/at (refractory ventricular fibrillation) has been completed since the original report was submitted. The device was not returned for investigation. The most likely cause of the guidewire damage was use related. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.